Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and post-operative expulsion and fracture of the tibial locking bar. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown vanguard tibial bearing catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, g3, g6, h2, h6, h10. Review of radiographs provided confirmed the locking bar had disassociated and fractured. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.